Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator on (B)(6) 2018. It was reported that the patient was admitted to an assisted care facility/rehabilitation after implant (unrelated to device/therapy) and the health care provider thinks that this may have contributed to an infection. There were no diagnostics performed. The patient had the entire system explanted on (B)(6) 2018 due to the infection. The issue was resolved at the time of the report. There were no further complications reported or anticipated.